Event description:
It was reported by patient's daughter to medtronic neurosurgery that her father's peritoneal catheter had become blocked by stomach adhesions created from a unrelated stomach surgery some years ago. The patient was reported to not be able to walk or stand up alone. The catheter was revised to clear the blockage. The attempt was unsuccessful, however, and another surgery was scheduled to try again.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.